Manufacturer narrative:
It was reported one syringe was marked with increments spiraled around the barrel. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and the syringe has a skewed scale marking. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process inducing the symptom reported. The photo provided shows the sample received. A device history record review was completed for provided material number 302832, lot number 2152799. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the syringe barrel printing process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd luer-lok¿ tip syringe only the scale markings were misaligned. There was no report of patient impact. The following information was provided by the initial reporter: yesterday (B)(6) 2022 one bd 30ml syringes luer-lok tip (ref 302832) had marked increments spiraled around the syringe barrel. Package was intact upon opening.